Event description:
The advocate stated that customer's glucose was tested using her contour meter and the reading was 28 mg/dl. Her glucose was retested using another meter and the reading was 128 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.